Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that on the four days later the sales rep contacted technical services with regards to device registration information received for the procedure. It was reported that during the index procedure a stent graft was implanted and another stent graft was explanted, and the registration data required an update to indicate the explanted stent graft. It was later confirmed that the stent graft esbf2314c103e, lot # v07832591, was not explanted but just discarded, as the delivery system for this stent graft was damaged in vivo as a result of calcified vessels. It was reported the delivery system looked kinked and the nose cone was damaged so it was decided not to implant this stent graft and implant the stent graft esbf2314c103e, lot # v07845108, instead. As per the physician, there was no complaint against the stent graft that was discarded and the issue was due to patient anatomy. No additional clinical sequelae were reported, and the patient is fine.